Event description:
Per the physician, the patient experienced a decrease in performance along with a post auricular infection. The patient underwent surgery (date not reported) for the infection. The results of an integrity test indicated that the device was functioning according to manufacturer's specifications. Explant and reimplantation is planned but had not taken place at the time of this report october 7, 2009.

Event description:
It was further reported that the 90% stenosed de novo lesion was moderately calcified. The device was removed intact. The procedure was successfully completed.

Manufacturer narrative:
(B) (4).